Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown if the implant was explanted during the revision surgery performed on an unknown date. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that three (3) cables were broken. Revision surgery was done successfully. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
The received x-ray shows that the implants broke/cracked inside the body; the complaint therefore has been determined to be confirmed. The available x-ray does not allow any determination of the breakage root cause of the implants. The products were not returned and no lot numbers was provided. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. (B)(4). Date of implant is not known. Device has not been explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported the 1.7mm cable with crimp broke post-operatively. A revision procedure is needed; it is not known if the revision has been scheduled. No further information is available. This report is for one (1) 1.7mm cable with crimp. This is report 1 of 1 for com-(B)(4).